Event description:
It was reported that the ventilator failed pressure transducer test and gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test and gas supply test during pre-use check. The ventilator was investigated on site by our field service engineer and further investigation revealed that the o2 gas module and pcb expiratory channel were defective. Issue resolved by replacing the defective parts. However, no part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. Pressure transducer test calibrates and checks the inspiratory and expiratory pressure transducers. The new zero value for the pressure transducers may not differ more than ±5 cmh2o from factory calibration. During this test, the different subsystems concerned are compared. The difference between the sub-systems must not be more than ±1 cmh2o at 60 cmh2o. The gas supply test check that air is connected and that o2 and air supply pressure measured by the internal gas supply pressure transducer is within 200¿600 kpa (2000¿6000 mbar), and that the values between mon and bre differ less than 20 hpa (mbar). The test also checks that the air and o2 supply pressure differs less than 100 hpa (mbar) during the test.

Event description:
Manufacturer's ref. #: (B)(4).